Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman technical specialist. The customer found the spiral mixing bar was damaged. The customer replaced the spiral mixing bar to resolve the issue. The customer cleaned the dirty static brushes. The customer resolved the issue and analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for multiple chemistries including direct bilirubin, total bilirubin, creatinine, calcium, albumin and phosphorus on their dxc 700 au clinical chemistry analyzer. The customer did not report the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.